Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the cause of the pain was not determined. Rep reports the physician is aware and following up with the patient to resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using an external neurostimulator had pain and that two leads were explanted. Patient complained of a new pain in foot/leg that she did not have prior to the trial that persisted even after the trial was removed today. The patient status and whether the issue was resolved were unknown. No testing or imaging was reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID: 977d260, (lot: va397us045); product type: 0215-screening device; implant date; (B)(6) 2026; explant date: (B)(6) 2026, brand name surescan; product ID: 977d260, (lot: va397vq001); product type: 0215-screening device; implant date: (B)(6) 2026; explant date: (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.